Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the homechoice cassette and solution bag that resulted in a leak. This occurred during drain of peritoneal dialysis therapy. Renal therapy services (rts) assisted to end the therapy and continue therapy by manual exchange. There was no report of patient injury or medical intervention associated with this event. No additional information is available.